Manufacturer narrative:
The 14f esheath was not returned to edwards lifesciences for evaluation, it was discarded. Imagery was provided for review and revealed that the patient¿s vessels were tortuous and calcified. The access vessel diameter had a minimum luminal diameter (mld) of <5mm, which is below the recommended mld of greater than or equal to 5.5mm. A DHR review was performed on the work orders related to the manufacturing of the device and its components that could potentially contribute to the complaints. The review did not reveal any manufacturing nonconformance that would have contributed to the complaint event. A lot history review did not reveal any other similar complaints. During manufacturing of the esheath, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. As the complaints were unable to be confirmed and the control limits for the associated trend categories was not exceed for march 2020, a complaint history review is not required. A review of the IFU, preparation training manual, and procedural training manual was performed. The operator should use caution using the devices in vessels that have diameters less than 5.5 mm as it may preclude safe preclude safe placement of the 14f esheath introducer set. Additionally, the user should use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is too high or the valve becomes stuck, the operator is to remove the valve and sheath together as a single unit and replace. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events related to ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath shaft ¿ kinked, bent¿ were unable to be confirmed due to the unavailability of the device or relevant imagery. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. DHR and lot history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Additionally, a review of the IFU and training manual revealed no deficiencies. The case notes also state, ¿the resistance was felt as soon as the delivery system was introduced to the esheath.¿ per the training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ per the provided 3mensio of the patient¿s access vessels, calcification and tortuosity are present, and the vessels are undersized (< 5.5 mm). Additionally, the insertion angle was unable to be confirmed. If the insertion angle was high, it is possible that the vessel tortuosity could create a challenging pathway for delivery system insertion and lead to resistance. The subsequent push force or device manipulation to overcome the resistance may have kinked the sheath and further increased the resistance. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity/calcification/under size vessel) and/or procedural factors (insertion at a steep angle/excessive manipulation/kinked sheath) may have contributed to the reported events. The minimum required vessel diameter for a 14 fr sheath is 5.5 mm. Since no edwards defect was confirmed, no corrective or preventative actions are required. Additionally, since no product non-conformance or IFU/training materials was identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case with a 23mm sapien ultra the valve was unable to pass through the esheath. The valve, delivery system, and esheath were all removed as one unit. A second valve was prepped on a new delivery system. A second 14f esheath was needed for access and the dilator from the 16f set was requested by the physician. Resistance was felt as soon as the delivery system was inserted into the esheath. The consensus in the room was that the vascular anatomy was preventing the advancement of the delivery system. The device was inspected upon removal and a kink was noted at the base of the esheath. The valve was implanted in the patient without further complication. There was a dissection of the vessel noted post procedure. The dissection was addressed endovascularly. The device was discarded.